Event description:
It was reported that about 4 weeks ago the patient was carrying some things for a friend and then tripped over a dog and fell forward. The patient had a change in their bowels a couple of weeks ago and they were not good with remembering dates. The patient had a loss of therapeutic effect and noticed 4 to 5 days ago that the therapy and device stopped working. The patient had stimulation in the wrong location and was feeling a discomfort sensation with stimulation in their lower left buttocks area. The patient¿s spouse changed the program and set it too high initially and they felt pain in their lower left buttocks. The patient turned stimulation down but still felt discomfort in the lower left buttocks. The patient was walked through changing programs and turned stimulation off and changed to program 4 and they were not feeling the discomfort in the lower left buttock area. The patient felt stimulation in the lower left buttock again on program 4 at 2.70v and changed to program 1 at 2.90v and felt stimulation in the lower left buttock again and changed to program 2. They felt stimulation in the same area in their lower left buttocks for all of their programs 1 through 4. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0kf1r, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).